Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the representative that the patient had stated there had been ineffective therapy since initial implant. It was noted the patient had done programming changes, however the device was removed and the patient had a replacement on (B)(6) 2018. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative that reported the serial number of the ins that replaced the ins that was explanted was unknown and that the cause of the ineffective therapy since initial implant was unknown. There were no further complications reported/anticipated.